Manufacturer narrative:
The reported event of the implant being unable to be placed into the osteotomy and/or lacking primary stability is likely due to the patient bone quality (pre-existing condition) or the surgical technique. There is no reported malfunction and/or deficiency of the implant and there is no indication that the implant has caused or contributed to the failed attempt to place the implant. More than 800 complaints related to this event have been investigated since (B)(6) 2017 and, out of these investigations, no signals indicating potential manufacturing non-conformances affecting primary stability have been identified. Therefore, this event has been deemed not reportable. Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Summary investigation.

Event description:
It was reported that implant fnt510 placed in dental site 15 had no primary stability and was removed. No other implant was placed in the same surgery.